Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a broken impact rivet. Component modifications have been implemented.